Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
Sales rep reported revision surgery. Patient has been revised to address pain and elevated metal ion levels. Litigation received (B)(4) 2014. Litigation alleges stiffness, discomfort, and weakness. Update rec¿d (B)(4) 2015 - medical records received. Upon revision, metal tinged fluid, necrosis, osteolysis, bluish green metal debris were noted. The cup remained in situ. The stem and sleeve are being added for elevated metal ion levels. This complaint was updated on: (B)(4) 2015.